Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that one of her sensors did not have an introducer needle. The customer's blood glucose was 5.9 mmol/l. Customer was advised the sensor would be replaced and agreed to return the product for analysis.